Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted that this patient's right atrial (ra) lead was confirmed via echocardiography to have a vegetation growth form on the lead. The patient's entire system was therefore explanted and not replaced. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.